Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited far r wave oversensing which result in an inappropriate mode switch. No intervention was performed. There were no patient consequences, and the patient will continue to be monitored.